Event description:
Co received a report from a nurse at an eye institute that a female pt had a ceeon model 920 intraocular lens implanted and then explanted during the same surgery on 4/14/97. The surgeon noticed that the haptic had broken during the surgery. He had to cut the lens in half to remove it before replacing it with a different lens. According to the reporter the incision did not have to be enlarged as far as she knew and the pt did not experience any adverse events. F/u info received from the surgeon on 6/3/97 indicated that surgical intervention, that is a larger incision was made, was necessary in order to remove the lens. He wrote that the operating time was prolonged and it was very difficult for him to cut the lens in two. An analysis of the returned lens by our quality assurance dept indicated one of the haptics had been cut and that the lens had been cut in half for the purpose of explantation. No further info is expected.